Manufacturer narrative:
Eval: we are anticipating obtaining digital pictures of the sample involved in this event. Upon the receipt of the pictures, and the completed investigation, a follow-up report will be submitted. A review of our complaints database reveals no other reports on this device lot number. A review of similar files reveals that this is likely a technique issue related to not following the instructions for use.